Event description:
It was reported the customer was experiencing high blood glucose of 479 mg/dl which was treated with the insulin pump. The customer declined troubleshooting stating that the high blood glucose was due to the cortisone shots. The customer initially called for assistance with setting up temp basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.